Manufacturer narrative:
This is 3 of 6 MDR reports submitted for this literature article. Initial author of the published article is dr. (B)(6).

Event description:
An article published in the turkish journal of urology for a comparative study on potassium titanyl phosphate (ktp) photoselective vaporization of the prostate (pvp) versus transurethral resection of the prostate for the treatment of benign prostate hyperplasia. 60 male patients, with a mean age of 63.6 +/- 8.12 years, underwent ktp pvp treatment using the 120-watt green light laser between january 2010 and march 2012 and follow-up for 2 years. Early postoperative complications were reported; 1 patient had a blood transfusion, acute urinary retention in 2 patients, hematuria in 3 patients and urinary tract infection in 1 patient. Long-term complications reported were urethral strictures in 2 patients and bladder neck stenosis in 1 patient. This report is for the hematuria in 3 patients.